Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacturing date is unavailable. The biopsy guide was returned to the manufacturer for analysis. Analysis found that the lower joint of the returned biopsy guide will not lock down when the handle is tightened. Analysis found that the reported event was related to a mechanical issue. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the biopsy part was damaged and could not engage needle. No patient was present.